Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2011, and a revision procedure on (B)(6) 2013, due to patient allegations of pain, discomfort, dysfunction, loss of range of motion, lack of mobility, and elevated metal ion levels. A review of invoice history confirmed both surgery dates. The acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2011, and a revision procedure on (B)(6) 2013, due to patient allegations of pain, discomfort, dysfunction, loss of range of motion, lack of mobility, and elevated metal ion levels. A review of invoice history confirmed both surgery dates. The acetabular cup and modular head were removed and replaced. Additional information provided in patient medical records indicates the patient's (B)(6) 2011 left hip arthroplasty was a revision procedure due to pain, from a bipolar hemiarthroplasty procedure performed ten years prior. Additional information provided in patient medical records indicates the left hip revision performed on (B)(6) 2013 was due to a nickel allergy. The patient's operative report noted synovial reaction. Additional information received in patient medical records noted that on (B)(6) 2013 patient's blood was tested. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-03653 / 03654).